Event description:
The pt received two scs leads from the same lot number. It was reported, the pt complained of pain on her right side a day after she was implanted with scs trial leads. The pt went to the emergency room and her scs trial leads were removed. Follow-up on (B)(6) 2014 identified the pain on the right side has resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.